Event description:
Two 026 reperfusion catheters where opened and upon examination of both catheters, it was determined that there were kinks in the catheters distal to the hub, in the area of the black strain relief, rendering the catheters unusable. This MDR is associated with MDR 3005168196-2010-00607.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.